Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not deliver. At 0700, the pump was programmed to deliver an unspecified hydration solution, at a rate of 70ml/hr, with a 1000ml vtbi (volume to be infused), and the delivery was started. At 0900, the nurse entered the patient's room and noted that "the pump sounded as if was delivering, it was incrementing as if it were delivering, but the pump was not dripping and the IV bag was still full with 1000ml." At this time, the nurse respiked the solution container and flushed the IV site. It was reported the nurse then replaced the solution container, powered the pump off and on, cleared the settings, and reprogrammed the pump twice using the previous programmed parameters; however, the pump did not deliver. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.